Manufacturer narrative:
This device is not returned at this time.

Event description:
It was reported that this electrode was an attempted implant due to an unspecified reason. A new electrode of the same model number was implanted instead. The field representative did not provide additional information for the reason that it was not implanted. No adverse events were reported.